Manufacturer narrative:
The customer biomed was remotely assisted by the spacelabs field service engineer and technical support. The reported problem was verified and the telemetry antenna down converter was replaced. The customer biomed confirmed the issue was resolved. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a report that on (B)(6) 2017, (B)(6) loss occurred for several telemetry beds at the central monitor following a facility power loss. No injury was reported as a result of this event.